Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ileus procedure, while cutting the bowel, the second reload of the device advanced 1cm (10mm) and then it got stuck. A new preloaded stapler was used to resolve the issue and complete the case. There was no patient injury.